Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic hepatectomy, the device was unable to fire while being applied on hepatic tissue. The staple line was incomplete. There was unanticipated loss as a result of the issue. There was tissue damaged and the incision was extended due to the device problem. It is unknown how much incision was extended. The case was complete by modification of the procedure. Patient status was asked but unknown.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of two devices. Visual examination of the first loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. This indicated that the jaws did not open when the instrument return knobs were retracted. This provided evidence that the loading unit was not engaged properly during loading. Additionally, the anvil was bowed and the knife bar assembly was buckled. Functional evaluation of the first loading unit found no abnormalities. Visual examination of the second loading unit noted that it was fully fired with the jaws clamped and the knife bar assembly advanced to the extreme distal end. The anvil was bowed and the clamp bar had broken out of the anvil. Due to the condition of the second loading unit no functional testing was performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the bowed anvil, buckled knife bar assembly and broken clamp bar may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. 1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Staple pre-fire and/or inability to open the jaws after clamping may occur under the following conditions the shipping wedge has been removed or is no longer fully seated in the metal channel prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and the jaws have been manually clamped prior to loading. The shipping wedge has been removed or is no longer fully seated in the metal channel and an attempt has been made to load a loading unit with the instrument firing rod extended. Please note that the yellow shipping wedge must be securely in place during instrument loading. The shipping wedge ensures that the sulu engages in the instrument to facilitate clamping and unclamping. In the instructions for use, which accompanies each product shipment, cautions the user caution: do not attempt to remove the shipping wedge until the sulu is loaded into the instrument. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.